Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for supraventricular tachycardia (svt). The ICD was reprogrammed. Patient was in stable condition.